Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up in clinic. Upon interrogation of the pulse generator, the right ventricular lead exhibited undersensing with subsequent pacing. There was no capture from the pacing. Further interrogation revealed that the lead exhibited a high out of range impedance. The patient moved around in his chair and the lead function returned to normal. On (B)(6) 2019, the lead was capped and replaced successfully. The patient was reported to be in stable condition.